Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, distal left anterior descending artery. Predilatation was performed prior to stenting. After crossing the 2.75x23 mm vision stent delivery system to the lesion, with some resistance felt, an attempt was being made to inflate the stent; however, was unsuccessful as a kink had developed at the hub of the device. Another vision stent of the same size was used successfully to treat the lesion. The patient is doing fine. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue and kink were confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.